Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing was broken where the back cane goes into the side frame. An expanded evaluation was performed. The expanded evaluation report confirmed that the tubing was broken where the back cane would get inserted, with the break occurring near the location of the rear frame tubing weld. However, the underlying cause could not be determined. The fields were updated accordingly.

Event description:
Provider states the left side frame is broke at weld where the back cane meets the rear wheel.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the left side frame is broke at weld where the back cane meets the rear wheel.